Manufacturer narrative:
This report is submitted on march 25, 2020.

Event description:
Per the clinic, it was reported that the patient developed severe vertigo with and without device use. Reprogramming attempts were made, as well as medical management; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2020, and the patient was not reimplanted with another device.